Manufacturer narrative:
(B)(4). Architect c8000 analyzer, list # 1g06-01, (B)(4). The cause of the particulate matter (penicillium sp, a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to exposure of the albumin bcg formula containing weak antimicrobial additive from normal formulation and filtering processes designed for microbial growth controlled clinical chemistry reagents. Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents that contain no mercury.

Event description:
The customer observes persistent quality controls (qc) out of range higher or lower with clinical chemistry albumin bcg reagent whenever a new reagent is loaded. The customer stated the qc only comes within range again after re-calibration and further stated fresh qc were used each time. The customer also observed albumin wedge to wedge variation, up to 10 units difference for high results. For this reason, the customer was unable to load multiple wedges of the albumin reagents on the analyzer. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect c8000 analzyer, list # 1g06-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.